Event description:
On (B) (6) 2010, the pt reported she saw an air bubble in the tubing of her insulin infusion set during regular basal delivery. She stated this has resulted in elevated blood glucose readings from 157-275 mg/dl. Her normal range is around 100 mg/dl. She said the air bubble is in the luer lock. She stated it was time to change her tubing. She did so and tried to prime the air bubble through the new tubing, but was unable to do so. The pt stated she needed to eat and would try again later. On (B) (6) 2010, the pt stated she woke up this morning with an elevated reading of 245 mg/dl. Her normal range is below 145 mg/dl. She stated she felt sick and bolused 3 units of insulin to treat her reading. She requested assistance with changing the insulin cartridge of her infusion device. She was assisted with successfully doing so and priming unit all air bubbles were out. She stated she changes the cartridge every 10 days and has never changed her adapter. She was advised to change the adapter with every 10th cartridge change. A courtesy adapter was sent to the pt. On f/u with the pt on (B) (6) 2010, she stated on (B) (6) 2010, she had elevated readings ranging from 205-206 mg/dl. She stated she has informed her dr of her elevated readings. The pt requested add'l training and a request was submitted. The pt did not require assistance from a healthcare professional or second party to address the issue. The cartridge was requested to be returned for eval.